Manufacturer narrative:
The previous pump exchange and history of gi bleeding were reported under medwatch MFR report #2916596-2015-01294. The referenced user facility report is attached to this submission. A user facility report number was not provided. (B)(4). Approximate age of device ¿ 8 months. (B)(4). The pump was not returned for evaluation. A correlation between the device and the reported events could not be conclusively determined. Respiratory failure, stroke, hemolysis, heart failure, and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the emergency department on (B)(6) 2016 with respiratory compromise. The patient was quickly intubated but expired later that day. It was reported that the patient was initially implanted with an lvad on (B)(6) 2013. Due to recurrent gastrointestinal bleeding events, the patient never could tolerate anticoagulation, and after being off anticoagulation therapy for approximately 2 years developed pump thrombosis and received a pump exchange on (B)(6) 2015. The patient¿s lactate dehydrogenase level went from 991u/l on (B)(6) 2015 to 2711u/l on (B)(6) 2016. Additional information was requested and a user facility medwatch report was received from the customer with the following information: event date: (B)(6) 2016. Event description: this patient has a past medical history significant for chronic systolic heart failure status post initial placement of destination therapy lvad in (B)(6) 2013. The patient is well-known to our service for recurrent heart failure admissions and elevated ldh levels in the setting of known pump thrombosis and recurrent gi bleeds intolerant to anticoagulation. The patient underwent a pump exchange secondary to thrombosis on (B)(6) 2015 and has since had recurrent elevations in ldh levels. The patient has had recurrent gi bleeds that initially started prior to pump exchange. The patient has continued to have issues with this, thus limiting the ability to be anticoagulated. On (B)(6) 2015 (during a hospitalization for recurrent gi bleed and elevated ldh) the patient suffered an ischemic cva, from which the patient markedly improved in cognition and facial droop. The patient was later discharged on (B)(6) 2015 to a local rehabilitation center but was readmitted again on (B)(6) 2015 for gi bleed. During this admission, the ldh once again began to rise; however, the patient did not receive any anticoagulation given anemia. The patient was discharged back to a local rehabilitation facility on (B)(6) 2016. Follow-up in the outpatient lvad clinic on (B)(6) 2016 and was placed on eloquis. Before return follow-up again in the outpatient lvad clinic, the patient was noted by the rehabilitation facility to have altered mental status on (B)(6) 2016 and was brought into our emergency department. Ldh upon admission was noted to be elevated once again. Later that day, the patient went into cardiac arrest. Efforts for sustained return of circulation were not successful and the patient was pronounced dead at 2210 on (B)(6) 2016. The cause of death was attributed to her congestive heart failure. The coroner declined autopsy so the pump was not explanted.